Event description:
Report 6 of 8. It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes a high platelet count was obtained on a sysmex xn9100 analyzer. The platelet count was reanalyzed under fluorescence, resulting in a correct result. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for evalution : yes d.4. Returned to manufacturer on: 2024-jan-03 h.6. Investigation summary: bd received 3 samples for investigation. The customer samples along with retention samples were visually inspected with no issues observed. Further clinical testing was performed. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-platelet count) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unconfirmed for erroneous results-platelet count. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
Report 6 of 8. It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes a high platelet count was obtained on a sysmex xn9100 analyzer. The platelet count was reanalyzed under fluorescence, resulting in a correct result. There was no health impact or consequences reported.